Manufacturer narrative:
Reported event: an event regarding a seating/locking issue involving a scorpio insert was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Metal locking rim on poly did not engage and fell upon impaction. The surgeon described the poly as 'falling in' instead of clipping and locking in. Unable to use liner and was unable to complete a liner change during this stage of a washout. The patient was coming back to theatre for another washout in 3 days time. The surgeon will complete the change then.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Metal locking rim on poly did not engage and fell upon impaction. The surgeon described the poly as 'falling in' instead of clipping and locking in. Unable to use liner and was unable to complete a liner change during this stage of a washout. The patient was coming back to theatre for another washout in 3 days time. The surgeon will complete the change then.